Event description:
Upon reassessment of the reported event, it was determined this component did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this component did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical products: item # :110024465, g7 dual mobility liner, lot #: 985080. Item #: 12-11511, cer bioloxd mod hd, lot #: 2958462. Item #: 00625006530, bone screw, lot #: j6923634. Item # :00625006525, bone screw, lot #: j6923634. Item #: 51-104140,tprlc 133 t1 pps, lot #: 6923929. Item#: 110031013, bearing, lot # :64790181. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021-01174.

Event description:
It was reported patient underwent hip revision surgery 2 weeks post implantation due to dislocation and dissociation. Attempts have been made and additional information on the reported event is unavailable at this time.